Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that there was a potential sterility breach on the packaging of two devices. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. This report is for the first device.

Manufacturer narrative:
Investigation results indicate that the holes in the packaging were created by interaction of the device and the packaging, the product has been packaged in it's qualified configuration and that the force to create the damage observed on the packaging is many times in excess of what would be expected in the distribution environment. It is likely that an unexpected high force event occurred. The label, #5820-107-728 rev. None, indicates by way of an expandable label #0036-902-000 rev. B icon "do not use if package is damaged". The quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of two devices. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. This report is for the first device.